Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicates suspends on the reports. The customer stated the she is not using sensors and she is not manually suspending, but the reports show suspends. The customer stated the reports show multiple days of having suspends. The insulin pump will be returned for analysis.